Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose level of 40 mg/dl. The customer states they were experiencing constant alerts until the pump suspended. The customer was advised on best practice use for the sensor. The customer blood glucose level at the time of the call was 167 mg/dl. The device will not be returned for analysis.